Event description:
A representative reports a clinician reported she tried to inflate balloon prior to insertion to test last night on (B)(6) 2013 and could only inflate 5 to 10 mm of fluid into balloon. She reported that she tried to fully engage luer lock; positioned tubing of catheter and was unable to inflate.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The clinician did not provide any product lot information as it was unavailable. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted.